Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Device history record shows multiple alarm 10036 messages in the log. Use testing was performed. Customer's complaint was not verified. The motor will be replaced as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump has error 10036. No reported adverse effects.

Manufacturer narrative:
Additional information received. No patient involvement.